Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the product was not returned to depuy synthes; however, photos were received for review. The photo investigation revealed the head component of the connecscr f/tfna helical blade+scr was observed assembled within the handle of the mating device (03.037.025). An issue with proper assembly can not be confirmed since functionality of the device cannot be assessed through photo evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the connecscr f/tfna helical blade+scr would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that during a poly trauma case, the surgeon ran into several issues with broken product which occurred or was noticed during the procedure. On insertion of a tfna nail into a severely comminuted proximal third femoral shaft fracture, the impactor broke and fell onto the floor. There is no lot number associated with this product as all numbers have been faded from the impactor after repetitive use. During the same procedure, after insertion of the tfna lag screw, the lag screw inserter and the lag screw coupling device have become fused together and will not separate. It was possible to dislodge the device from the tfna screw, but there is no way to now remove the coupling device from the inserter. On the same patient, a tibial nail was also completed. When attempting to load the tna onto the insertion handle, they were unable to attach the nail due to the tabs on the attachment site being bent. It would not allow the nail to insert onto the device appropriately or for the connecting bolt to insert to required depth to attach to the tna nail. To solve this issue, they opened a second tna set and were able to secure a nail to this device for insertion and complete the rest of the case without issue. Patient impact for this case would be the time delay for the opening of a second tna set, and the opening of a second tfna insertion set to get a new impactor.